Event description:
It was reported that the patient had near-syncope episodes and there was a lead alert for the right ventricular (rv) lead. The rv lead reportedly had low impedance and was fractured. It was also reported that the right atrial (ra) lead was fractured. The rv and ra leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. The distal conductor was distorted, and the outer insulation exhibited a cosmetic depression. Blood/body fluid was found on the outer tubing overlay, which was also melted and exhibited cosmetic environmental stress cracking. The lead exhibited apparent explant damage. (B)(4) the full lead was returned and analyzed. No anomalies were found. The distal conductor was distorted and fractured (overstress), and blood/body fluid was found on the proximal conductor (not obstructed). The outer insulation was melted, and exhibited cosmetic environmental stress cracking and a cosmetic depression. Blood was found in/on the helix/lobe mechanism, and the helix/lobe was distorted/bent. The lead exhibited apparent explant damage.